Event description:
It has been reported to philips that the system did not start. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) onsite and found that host pc was crashing during the boot sequence when the system was powered on. Although the host pc functioned after multiple power cycles, it was replaced under a separate work order. Following the replacement, the system was restored to good working condition. The codes have been updated based on the investigation's outcome.